Manufacturer narrative:
The investigation is ongoing. Investigation results will be reported in the f/u report.

Event description:
It was reported that a spring loaded adjustable arm (display holder) has collapsed at a bed in an intensive care unit.